Manufacturer narrative:
(B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint it was reported that there was an occlusion within the tubing sets could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010983 lot number 20055744 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that micro ext set w/1 ss vlv tubing was occluded. The following information was provided by the initial reporter: material no.: 10010983. Lot no.: 20055744. It was reported that there was an occlusion within the tubing sets.